Manufacturer narrative:
The insulin pump was received with constant watchdog alarms and frozen screen anomalies noted during testing. It was unable to perform the displacement test due to constant watchdog alarms and frozen screen anomalies. It was unable to verify the button error alarms due to constant watchdog alarms and frozen screen anomaly. Moisture damage on keypad traces noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. The customer was advised to remove the battery for 30 minutes and then reinsert it. The customer called again, and stated that the alarm returned. Blood glucose value was 170 mg/dl. The insulin pump was replaced and returned for analysis.